Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis.  Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow up, oversensing was observed on the right ventricular (rv) lead egm. Abbott technical support reviewed the session records which indicated possible myopotential oversensing or lead damage. Further evaluation of the rv lead was recommended. On (B)(6) 2019, the patient was implanted with an s-ICD. During the procedure, the rv lead was capped. The patient was stable. Further information was requested but not received.